Manufacturer narrative:
A ge service representative performed an on site investigation. The system software, the complementary metal oxide semiconductor (cmos), and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system is displaying a system files corrupt error message and the system is down. No patient injury was reported.